Event description:
International affiliate reports the tip of the probe broke off from the instrument during pedicle preparation. The broken tip portion was removed from the site. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the pedicle probe and completion of the investigation.

Manufacturer narrative:
Visual examination of the returned probe at the macroscopic level revealed that the fracture was located at the instrument¿s distal tip. The broken tip section was not returned for evaluation. Although no definitive conclusions can be made, scanning electron microscopy analysis was performed and found evidence of plastic deformation and a rough/grainy texture along the entire fracture surface, indicating a static bending fracture at the distal tip of the probe. Review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. At this time, the complaint is considered to be closed.